Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the device was not displaying patient sensing or recording data. The device was scheduled for explant. The patient was stable.

Manufacturer narrative:
The reported field event of failure to sense was confirmed in the laboratory. Final analysis found that the device failed sensing tests on the bench and with automated test equipment. The device was cut open and moisture getter was discovered on the header feed through pins. The cause of the loss of sensing was isolated to the moisture getter.

Event description:
New information revealed that the device was explanted and replaced on (B)(6) 2019. The patient was stable.